Manufacturer narrative:
A field service engineer (fse) followed up with the site via telephone. Customer received the lead wire assembly that was shipped to the site and customer needed assistance in the installation of the new lead wire assembly. The fse walked customer through the process and fse advised customer to perform primes of the wash and diluent. Customer also ran quality control (qc) and no error had occurred. The aia-360 analyzer was functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from the date of 09may2021 through aware date 09jun2022 was performed for similar complaints. There were two similar complaints identified during the search period including this event. The aia-360 operator's manual under chapter 7- list of error messages states the following: [3020]. Error message: diluent low. Meaning: insufficient diluent. Troubleshooting: after confirming that 'assay' displayed on the upper right of the assay monitor screen changes to 'stop', replace the diluent with new one and press the start key to restart assay operation. The most probable cause of the reported event was due to failure of the lead wire assembly.

Event description:
Customer reported an error 3020, diluent low while running patient samples on the aia-360 analyzer. The technical support specialist (tss) had instructed customer to check the tubing. The site had restarted the analyzer prior to calling in to technical support. The analyzer is down. The most probable cause of the reported event was due to failure of the lead wire assembly.